Event description:
The customer reported being hospitalized due diabetes ketoacidosis and high blood glucose of over 600mg/dl. The customer was experiencing high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure and they passed. The customer stated that the infusion set was changed to resolve the issue. The customer's most recent glucose reading was 252mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.